Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05893. The patient has two leads from the same lot. It was reported, the patient experiences intermittent pain at the ipg site. It was also reported, the patient stopped maintaining the ipg as recommended due to the scs system being non-beneficial. The patient was also unable to deactivate stimulation using the magnet. On one occasion the patient experienced overstimulation when he deactivated stimulation. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.